Event description:
Ventilator failed to pass test, specifically leak test portion. After review by bio-med, the connector assembly was found to have a crack on exterior ridge. Identical occurrences were discovered in february and april in the same manner. MFR consulted and was sent sample parts 5/8/95. To date, no response from MFR. Inspection, review and replacement of part following each occurrence. Each ventilator had in excess of "15,000" of service.